Manufacturer narrative:
The manufacturer did not receive devices for review. It was reported that the products were discarded by theatre staff. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2016 "when using new consignment kit for first time, the drill and driver broke. Experienced user of the kit (design surgeon). Items were then thrown away by the theatre staff."

Manufacturer narrative:
Trend analysis: a trend was identified (same lot number affected). Therefore an issue evaluation was performed. Device history records (DHR): ref 503004187 lot 17883: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. As no lot number was provided for the drill, 3.2x145mm, ao, sterile (ref# st502015650) the device history records could not be reviewed. An e-mail requesting missing device data information was sent on july 12, july 25 and august 5, 2017. Event description (event details, per) event summary: it is reported that the screwdriver shaft broke when using new consignment kit for first time. Review of received data - no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - device manufacturing records, material certificate, drawings have been reviewed within the issue evaluation. - it was confirmed that the normed drawing for this device has a wrong specified material . Is = 1.4021(x20cr13), should be= 1.4034 (x46cr13). - the drawing attached to the DHR for this batch (lot 17883) has also the wrong material number. - but the label attached to the DHR has the correct material number 1.4034 (x46cr13). It was confirmed that all non-cannulated torx screw driver blades are made of the correct material 1.4034 (x46cr13). Root cause analysis: the instrument was investigated within an issue evaluation. The results of the issue evaluation can be summarized as follows. The investigation showed that the fractured screw driver blade was deformed close to the fracture surface. The hardness test showed a hardness within the specification. The deformation seen close to the fracture surface is uncharacteristic. Due to the geometry it was not possible to measure the hardness next to the fracture. The most likely root cause for this issue is the application of unnecessary high torque or forces on the screwdriver blade due to disregarding of the surgical technique or off label use. However, an exact root cause could not be determined. The specified material for the screwdriver blade ref# 503004187 on the drawing is incorrect and therefore the drawing has to be updated. The currently specified raw material 1.4021 has to be changed to material 1.4034. The issue evaluation has shown that the reported incident is not related to a malfunction of the device, rather that the most likely root cause for this issue is the application of unnecessary high torque or forces on the screwdriver blade due to disregarding of the surgical technique or off label use.the need for actions on the filed are not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on july 20, 2016 and was added to the case. The manufacturer did not receive devices for review. It was reported that the products were discarded by theatre staff. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2016 "when using new consignment kit for first time, the drill and driver broke. Experienced user of the kit (design surgeon). Items were then thrown away by the theatre staff." It was reported, that there were two screw drivers used with the same reference number and from the same lot and were discarded. Surgery was completed with another device.